Manufacturer narrative:
The insulin pump was received with a broken reservoir tube lip, cracked case at the display window corner and minor scratches on the display window.

Event description:
The customer reported via phone call that the threads on their reservoir compartment was broken and missing. The customer's blood glucose was unknown. Customer was unsure how the damage occurred. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.